Event description:
It was reported that during pre-testing process, it was observed that the battery reamer/drill device did not work in forward and reverse. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was retuned for evaluation. Reliability engineering evaluated the device and observed that the device functioned intermittently, ran in the ¿off¿ position in reverse, and failed cannulation. Therefore, the reported condition was confirmed. It was further determined that the electronic control unit and the electric motor did not meet specification, and the cap nut was damaged. The assignable root cause was determined to be due normal wear on electrical and mechanical components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.